Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in 2014. Recently, the patient presented with and aneurysm enlargement. Patient is currently being monitored and there has not been report of plans for an intervention.